Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try multiple troubleshooting steps including specific button presses and different charging equipment, and when issue persisted, technical support arranged replacement pump, advised customer to use multiple daily injections as backup insulin therapy, to program settings and reconnect continuous glucose monitor on replacement device, and to return malfunctioning pump using provided shipping label.